Event description:
The reporter stated the surgeon was unable to insert a -12.0 diopter 13.2mm micl13.2 implantable collamer lens due to an instrument malfunction. There was no pt contact and the back-up icl was implanted. The facility was unable to provide any additional info.

Manufacturer narrative:
(B) (4) (other, instrument malfunction)n device evaluated by MFR: no: (other): lens, cartridge, injector and foam tip plunger were not returned in lens box. Evaluation - lens work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history and work order search, a specific root cause of the event could not be determined. (B) (4).